Manufacturer narrative:
One hundred seventy-nine (179) samples were received in new condition with its original closed package with the same lot number. Cannula were connected to retractor and then we tested using a syringe with water to detect leaks. No leaks were observed in the assembly, a representative 10 samples were taken according to the criticality of the failure mode. The complaint was not confirmed. Root cause: based on the analysis conducted in the sample provided, the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a leakage was observed near the needle. No patient injury reported.